Manufacturer narrative:
(B)(4).

Event description:
A customer reported a tandem mobi cartridge alarm that led to the customer's blood glucose level exceeding 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose, the customer changed the cartridge and administered a bolus but did not require third-party assistance. Technical support confirmed the cartridge alarm and instructed the customer to remove the cartridge and deliver a bolus, but the alarm recurred, preventing successful bolus delivery. The customer currently has no backup therapy and will contact their healthcare provider. Technical support sent a replacement pump and provided instructions for returning the faulty pump to tandem, which the customer understood and acknowledged.